Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer experienced an elevated blood glucose (bg) of 750 mg/dl. Customer gave a manual injection to address bg level and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital 2 days later ((B)(6) 2024) with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.